Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two weeks after a lead revision, the patient experienced a pocket hematoma with swelling and drainage; a large area of ecchymosis was noted. Antibiotic was started and the device remained in use. The patient later presented to the emergency department for drainage of the hematoma, and was discharged the same day. Three days later, oozing restarted with pocket erythema. A new intravenous (IV) medication was given. Bleeding from the device site when occurred about five days later and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to an infection and pocket erosion. The patient was a participant in the attain stability quad study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.